Event description:
The customer reported to olympus that the gastrointestinal videoscope had been reprocessed by customer incorrectly using acetone instead of alcohol. The device was not used with patient. The device was reprocessed again correctly with alcohol. There was no patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation. Olympus has requested the device be returned to check for damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.